Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that infusion set cannula was kinked within 3 or more hours after insertion which led to high blood glucose and occlusion event. The customer addressed high blood glucose (bg) by correction bolus via pump. The infusion set was inserted at abdomen. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion and regularly rotated the site location. The issue got resolved by changing soft cannula infusion set only and resumed insulin. The customer experiencing frequent and/or recurring occlusion issues. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.